Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. After pre-dilatation using a non-bsc balloon, resistance was encountered upon advancing a 3.00 x 16 synergy(tm) drug-eluting stent to treat the lesion. When the device was removed from the patient's body, it was noted that the stent strut was lifted. The device was removed from the patient smoothly without resistance. The procedure was completed with another 3.00 x 16 synergy(tm) stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous, mr, 3.0x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 4th most proximal strut was lifted on one side and pulled distally. The stent od (outer diameter) of undamaged distal section was measured and is within maximum crimped stent specification which indicated that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx) artery. After pre-dilatation using a non-bsc balloon, resistance was encountered upon advancing a 3.00 x 16 synergy¿ drug-eluting stent to treat the lesion. When the device was removed from the patient's body, it was noted that the stent strut was lifted. The device was removed from the patient smoothly without resistance. The procedure was completed with another 3.00 x 16 synergy¿ stent. No patient complications were reported and the patient¿s status was good.